Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was unable to confirm alarm due to keypad unresponsive. The insulin pump received with cracked reservoir tube lip, cracked case near display window corners, and missing end cap sticker noted.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error the day before and unexpected restart the day of the call. Blood glucose value was 108 mg/dl. It was advised to discontinue the use of the device. The customer had reverted to the insulin pen as a back up plan. The insulin pump would be replaced and agreed to return the product for analysis.